Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector as well as that the power cord bay assembly latches were broken. The link electronic module board was replaced and calibrated and the power cord bay assembly replaced to resolve. Analysis also noted that the keyboard connector was damaged and the system fan was noisy and both were replaced. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connection on the programmer was loose and there was noise on the signal. It was also noted that the rear cover needed to be replaced and the programmer reconditioned. The programmer was returned for repair. There was no patient involvement.